Event description:
On (B)(6) 2013 the reporter alleged a button/keypad tactile changes/unresponsive issue. The reporter indicated that the up and down arrow buttons on the keypad were worn down and were harder to press. The reporter confirmed no recent trauma to the pump and confirmed no known moisture ingress. This report is made because the issue was no resolved with troubleshooting. There was no indication of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the ok button symbol was found to be worn but the pump keypad was found to be intact with no peeling or damage observed. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and contamination was found under the contrast, down, and up contact buttons. Unrelated to the complaint, the pump booted to the verify screen with a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.